Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 448 mg/dl at the time of incident. The customer was treated with pen and insulin pump for high blood glucose. Customer was assisted with insulin pump programming. Troubleshooting was declined for high blood glucose level. The device will be not returned for analysis.